Event description:
This was not used on a patient, but by a physician, as well as another staff member. Mask ripped while in use. The md was using the mask and the front of it ripped. This occurred with several masks. Manufacturer response for n95 face mask, 3m (per site reporter): please keep the respirator as 3m may want the sample sent back. 3m will provide the shipping, etc. If necessary. I will file a complaint today and put your name as the contact person.